Event description:
The account reported the foot brake casters are not holding. The bed is located on the ground floor hallway at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found that the brake casters had damaged stems which also damaged the brake caster supports. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. An investigation was performed and this issue was addressed under an engineering change. The brake caster, brake steer caster and supports were replaced to resolve the issue. Based on this information, no further action is required.